Manufacturer narrative:
Pt involved in motor vehicle accident. Pt was participant in ide study for tdr device. Device was outside lab for biologic analysis per protocol and results to be reported in ide documentation.

Event description:
Ref imp# (B)(4).